Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm was confirmed in the alarm history screen. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device passed the displacement, prime, rewind, and basic occlusion tests. The device also had cracked battery tube threads and scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had a motor position encoder error alarm. He reset the time/date, and did the rewind and prime but then received a motor error alarm during a bolus delivery. The blood glucose at the time of the incident was 246 mg/dl. Troubleshooting was performed. The device was returned for analysis.